Event description:
It was reported that " the tip of the dilator opened up and became unraveled during use. It is unclear whether this was caused by a material defect or by user error. " there was no medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include:3006425876-2026-00194 and 3006425876-2026-00221.

Manufacturer narrative:
(B)(4). The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was split. The sample met all relevant dimensional requirements. Functional testing confirmed slight resistance at the dilator tip. Based on the customer report, the sample received, and the comments from manufacturing/r & d/cma, the root cause cannot be determined at this time; however, an additional investigation was initiated within the teleflex quality system to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the tip of the dilator opened up and became unraveled during use. It is unclear whether this was caused by a material defect or by user error." There was no medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00221.

Manufacturer narrative:
(B)(4).